Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly and bent cannula into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 300 mg/dl while wearing the pod between 24 and 36 hours. The patient reported being unsure if the cannula was properly seated and bent, while wearing it on unknown location. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data obtained from the device generated an 0x18 alarm indicating an empty reservoir. No timeouts, or drive stalls were observed, indicating that there was no struggle to deliver insulin. No damages or defects were observed in the fluid path or needle mechanism that would inhibit the soft cannula from properly inserting into the infusion site. The cause of the cannula reportedly improperly inserting could not be determined.